Event description:
Patient had passed away [death nos]. Synvisc used via subcutaneous route [incorrect route of product administration] case narrative: initial information received on 18-jan-2022 regarding a solicited valid serious case received from patient's daughter, in the scope of post-marketing sponsored study (B)(6). This case involves elderly female patient who had passed away after being treated with hylan g-f 20, sodium hyaluronate [synvisc] via subcutaneous route. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2014, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 2 ml thrice subcutaneously (lot - s13131) (expiry, strength and indication: unknown) (incorrect route of product administration; latency: same day). On an unknown date in (B)(6) 2021 the patient passed away (death) (latency; 7 years approximately). This event was assessed as medically significant and was leading to death. It is unknown if an autopsy was done. The cause of death was not reported. Action taken with hylan g-f 20, sodium hyaluronate (synvisc) was not applicable for both events. It was not reported if the patient received a corrective treatment for the events (patient had passed away, synvisc used via subcutaneous route). At time of reporting, the outcome was fatal for the event patient had passed away and was unknown for the event synvisc used via subcutaneous route. Reporter causality: not reported for both events. Company causality: not reportable. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error.

Manufacturer narrative:
Sanofi company comment dated 24-jan-2022: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and later passed away. Based on age group of the patient and temporal relationship, causal relationship of the suspect in the occurrence of events cannot be established. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.

Event description:
Patient had passed away [death nos] synvisc used via subcutaneous route [incorrect route of product administration] case narrative: initial information received on (B)(6) 2022 regarding a solicited valid serious case received from patient's daughter, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada study title: patient support program involving synvisc. This case involves elderly 85 years old female patient who had passed away after being treated with hylan g-f 20, sodium hyaluronate [synvisc] via subcutaneous route. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2014, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength 16 mg/2 ml) at a dose of 2 ml thrice subcutaneously (lot - s13131; expiry date: may-2016) (indication: unknown) (incorrect route of product administration; latency: same day). On an unknown date in (B)(6) 2021 the patient passed away (death) (latency; 7 years approximately). This event was assessed as medically significant and was leading to death. It is unknown if an autopsy was done. The cause of death was not reported. Action taken with hylan g-f 20, sodium hyaluronate (synvisc) was not applicable for both events. It was not reported if the patient received a corrective treatment for the events (patient had passed away, synvisc used via subcutaneous route). At time of reporting, the outcome was fatal for the event patient had passed away and was unknown for the event synvisc used via subcutaneous route. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for product synvisc. Batch number: s13131 sample status: not received the production and quality control documentation for lot s13131, expiration date may-2016 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot s13131 no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2022, a total of (B)(4) complaints have been reported for lot # (number) s1313 and all related sub-lots: 3 complaints have been reported for lot # s13133: (2) leaky syringes and (1) detached needle hub. 8 complaints have been reported for lot #s13131: (8) adverse events reports. Sanofi would continue to monitor complaints as stated in sop (standard operating procedure) rdg-sop-000440 product event handling to determine if a CAPA (corrective and preventive action) was required. Final investigation complete date: (B)(6) 2022 with summary code related to manufacturing process. Reporter causality: not reported for both events company causality: not reportable this suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information was received on 28-jan-2022. Global ptc results, form and strength added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and later passed away. Based on age group of the patient and temporal relationship, causal relationship of the suspect in the occurrence of events cannot be established. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.

Event description:
Patient had passed away [death nos]. Synvisc used via subcutaneous route [incorrect route of product administration]. Case narrative: initial information received on (B)(6) 2022 regarding a solicited valid serious case received from patient's daughter, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case involves elderly 85 years old female patient who had passed away after being treated with hylan g-f 20, sodium hyaluronate [synvisc] via subcutaneous route. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2014, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength 16 mg/2 ml) at a dose of 2 ml thrice subcutaneously (lot - s13131; expiry date: may-2016) (indication: osteoarthritis) (incorrect route of product administration; latency: same day). On (B)(6) 2018, the patient received last synvisc injection for osteoarthritis route, frequency, lot number unknown). On an unknown date in (B)(6) 2021 the patient passed away (death) (latency; 7 years approximately). This event was assessed as medically significant and was leading to death. It is unknown if an autopsy was done. The cause of death was not reported. Action taken with hylan g-f 20, sodium hyaluronate (synvisc) was not applicable for both events. It was not reported if the patient received a corrective treatment for the events (patient had passed away, synvisc used via subcutaneous route). At time of reporting, the outcome was fatal for the event patient had passed away and was unknown for the event synvisc used via subcutaneous route. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for product synvisc. Batch number: s13131. Sample status: not received. The production and quality control documentation for lot s13131, expiration date may-2016 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot s13131 no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2022, a total of (B)(4) complaints have been reported for lot # (number) s1313 and all related sub-lots: (B)(4) complaints have been reported for lot # s13133: (2) leaky syringes and (1) detached needle hub. (B)(4) complaints have been reported for lot #s13131: (8) adverse events reports. Sanofi would continue to monitor complaints as stated in sop (standard operating procedure) rdg-sop-000440 product event handling to determine if a CAPA (corrective and preventive action) was required. Final investigation complete date: 28-jan-2022 with summary code related to manufacturing process. Reporter causality: not reported for both events. Company causality: not reportable. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information was received on 28-jan-2022. Global ptc results, form and strength added. Text amended accordingly. Additional information was received on 08-feb-2022 from the physician. Suspect details, indication updated and text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and later passed away. Based on age group of the patient and temporal relationship, causal relationship of the suspect in the occurrence of events cannot be established. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.